Event description:
Patient reported she woke up on (B)(6) 2019 to see that the starter button had popped up on her v-go,v-go had been worn nearly 16 hours when the event occurred . Patient did not recall if bedding or clothing might have interfered with v-go operation.